Event description:
A hospital in (B)(6) reported via a fph field representative that there was a blockage in a rt240 breathing circuit due to an occlusion on the et tube. It was reported that there was no patient harm.

Manufacturer narrative:
(B)(4). Method: the complaint rt240 breathing circuit is not expected to be returned to fisher & paykel healthcare (B)(4) for inspection. Our investigation is based on our knowledge of the product and the event description provided by the hospital. Results: the hospital reported that there was an occlusion on the et tube of the rt240 breathing circuit, which caused a blockage. It was reported that there was no patient harm. A lot check was not performed as no lot number was provided. Conclusion: as a photograph was not available and the complaint device was not returned, we are unable to confirm the failure and therefore unable to determine the cause of the reported fault.